Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that the (B)(4) device was received in good visual condition, with the anvil closed, the indicator in the lock out symbol and with an (B)(4) cartridge reload returned unloaded. The condition of the return device does not correlate with the event of would not open as the device had to be open in order to unload the cartridge reload. Possible additional manipulation of the device was done before the device was sent for analysis. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction are included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, during the first firing of the device, the surgeon fired a whole cartridge on the "ima", however the device locked out, there were no numbers on the counter at the back. The surgeon tried to reverse the knife blade with the red button, however nothing happened. After five minutes, they had to convert to open to cut the stapler off the vessel. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes.